Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4 - primary UDI number: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title ¿suture closure after large bore vein access (safe-vein): a randomized, prospective study of the efficacy and safety of venous closure device.¿

Event description:
This article aims to compare the proglide to figure of eight suture in patients who underwent interventional catheter procedures requiring large bore venous access. The article concludes that the proglide device had a lower time to ambulation and time to hemostasis than the figure of eight suture method in patients receiving large-bore venous access procedures. However, time to discharge was not shortened by using a proglide device. Both methods had similar safety margin with minimal vascular complications. The study procedures were performed between april 2021 and december 2022. The total number of patients included in the study was 100, with the proglide device used in 47 patients and the figure of eight suture used in 53 patients. There were no device malfunctions reported; however, the following adverse patient effect was mentioned to be related to the use of proglide devices: minor bleeding, with treatment including manual compression and supplemental femostop device. Specific patient information is document as unknown. Details are listed in the attached article, "suture closure after large bore vein access (safe-vein): a randomized, prospective study of the efficacy and safety of venous closure device."

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.